Event description:
The consumer reported false negative results via social media using binaxnow covid-19 self-test performed on unknown dates with unknown samples. This report addresses patient one (1) of two (2). The consumer reported having covid. Additional testing was performed the following day with the consumers primary care generating a positive result. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. D4 - expiration date null.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
The consumer reported false negative results via social media using binaxnow covid-19 self test performed on unknown dates with unknown samples. This report addresses patient one (1) of two (2). The consumer reported having covid. Additional testing was performed the following day with the consumers primary care generating a positive result. No additional information, including patient outcome or treatment, was provided.